Manufacturer narrative:
This report is for an unknown uss ii constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ito, m. Et al (2010), simultaneous double-rod rotation technique in posterior instrumentation surgery for correction of adolescent idiopathic scoliosis, journal of neurosurgery: spine, vol. 12 (xx), pages 293¿300 (japan). The aim of this study is to introduce the concept and surgical procedures of this new posterior surgery for correction of idiopathic scoliosis. A total of 6 female patients, with an average age of 13.4 years (ranged 9 to 19 years), were treated with simultaneous double-rod rotation technique (sdrrt). Surgery was performed using the uss ii polyaxial implant (synthes). The mean follow-up period was unknown. The following complications were reported as follows: a (B)(6)-year-old female patient had screw malpositioning observed on intraoperative imaging in the posteroanterior view, the screw at left t-10 was removed during surgery. The intraoperative blood loss was 1450 ml. An unknown number of patients had an intraoperative blood loss ranged from 250 to 2100 ml (mean 1150 ml). This report is for an unknown synthes uss ii constructs. It captures the reported event of intraoperative blood loss ranged from 250 to 2100 ml (mean 1150 ml). This is report 3 of 3 for (B)(4).